Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with mentor memorygel 275cc,on the left side, and 200cc on the right side, silicone breast implants which the patient experiencing bilateral capsular contracture baker grade iii after implantation. The report indicated that patient health symptoms: (headaches, shingles, and other immune issues which not specified) began almost immediately after augmentation and capsular contracture was confirmed on (B)(6) 2020 by the physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side.